Event description:
It was reported that lead dislodgement was observed via x-ray. The lead was explanted and replaced when lead repositioning was unsuccessful.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.